Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to pump battery depleted too quickly resulting in pump shutdown. Customer received a low power alert and shutdown alarm 12. Customer received normal third party assistance and delivered a correction bolus via pump to address bg level. During troubleshooting, it was identified that the pump battery depleted as expected.